Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The stem remained implanted. Device history records for the lot code associated with the head were reviewed. No deviations or anomalies were noted in the manufacturing process for this lot. The device history record and complaint history review could not be performed for the femoral stem as part and lot information was not provided. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part-lot combination associated with the reported head. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown stem, lot #unk remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to corrosion.